Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 9fr sheath was used to perform patent foramen ovale (pfo) closure. It was used in the right femoral vein and successfully completed the procedure. During removal, the sheath tore approximately 5cm distal to the hub. No unusual resistance was felt during removal. Additional information was received 08jan2024: the patient was stable and with no known complications.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath damage based on the photo provided by the account. Without a sample, the exact root cause cannot be determined. It is possible the sheath was damaged during the procedure and caused the sheath to tear during removal. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).